Manufacturer narrative:
The date of the event is estimated. No samples were available for evaluation. Therefore, no testing can be performed. The item/lot code information was not provided. Therefore, the expiration date and manufacturing date are unknown. Method: the device was not available for evaluation. No product evaluation can be performed. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Without the finished good lot number, relevant portions of the device history record could not be reviewed. A definitive conclusion can not be drawn at this time. (B)(4), quill srs monoderm, item # unknown, size unknown, lot unknown.

Event description:
The date of event is estimated. Dr. (B)(6), md (resident), reported that dr. (B)(6) had a patient that underwent bilateral diep reconstructive surgery where quill srs monoderm material was used for subcutaneous closure. The size of the suture was not known. Post-operative day 1 or 2 the patient experienced a minor unilateral (left) superficial dehiscence while still in the hospital. Dr. (B)(6) went back to the patient's room and closed using conventional suture. Patient recovered well with no other issues. Dr. (B)(6) added that dr. (B)(6) uses quill srs all the time and has never had this happen before.